Event description:
A philips telemetry transmitter became very hot while in use on a patient. The nursing staff noticed the smell of the overheated transmitter. Nursing staff replaced the transmitter and the biomed was able to examine it on the next business day. Some small plastic features inside the battery compartment were found to be broken off and this allowed the spring battery contacts to be dislocated in a way that allowed the negative contact to touch the positive contact. This short circuited the battery, overheating the battery and the transmitter. The design of the battery enclosure and spring contacts makes these devices easily susceptible to this failure.